Manufacturer narrative:
Initial and final MDR 1880816 - MDR 3003442380-2024-06287 - device 4 of 5

Event description:
Unomedical reference number (B)(4) event occurred in the united states, on (B)(6) 2024, the patient the patient faced five -infusion set cannula was bent within 3 or more hours after insertion. The site of insertion is abdomen. The infusion set long for 30 min -5 hour. The blood glucose level was high and the reason of high blood glucose level is due to correction injection via mdi. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly no further information available.